Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that during the pre-operative phase on (B)(6) 2018, the surgeon mounted the a2079 mayfield infinity xr2 base unit to the table. While connecting the horseshoe to the base unit, the screw broke in two parts. The system was changed with the mayfield 2 and the surgery continued without any problems. The device was not in contact with the patient; hence there was no patient injury. The event led to a 30 minute increase in surgery time.

Event description:
N/a

Manufacturer narrative:
During evaluation was observed that the screw was broken. The device history record revealed no abnormalities relate to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.